Manufacturer narrative:
Product complaint # p(B)(4). (B)(4). Additional information provided: the nurse made the connection, but may not have connected the connector properly. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent what is the lot number? Unk h3 evaluation: one complaint sample of reservoir bulb was received for evaluation, product was inspected visually and found that connection port of the bulb was partially broke off, nearby port base. Also, some visible cut marks were present on the section area. During investigation of the complaint, bmr and retained sample review could not performed, as the lot number of the complaint was unknown. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a bulb reservoir was used. After opening the package and before use, the suction port was damaged when connecting the drain connector to the product. Another product was used and the surgery was completed without any problem. There were no adverse consequences to the patient. Additional information was requested. Upon receipt and analysis of sample it was noted the connection port was partially broke off, nearby port base and visible cut marks were present in the area.